Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged dark wound color and dark fibrin tissue are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device met specifications before and after patient placement. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Event description:
On 30-apr-2022, the following information was provided to kci by the patient: on (B)(6) 2022, the physician suspended the activ.a.c.¿ ion progress¿ remote therapy monitoring system allegedly due to the wound not responding as it should. The physician allegedly performed two unscheduled debridement's and placed the activ.a.c.¿ ion progress¿ remote therapy monitoring system on hold after the second debridement. On 16-may-2022, the following information was provided to kci by the physician assistant: the patient's wound allegedly appeared dark with a dark fibrin colored tissue. The v.a.c.® granufoam¿ dressing was removed, the area was debrided at bedside, and the dark color resolved. No additional information was provided. On 26-jan-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2022, the device was placed with the patient. On 25-may-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.